Manufacturer narrative:
Engineering evaluation could not be performed as the device was discarded at the treating facility (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to: bleeding and vascular trauma. Also according to the gore® dryseal flex introducer sheath instructions for use (IFU), stop advancement of the sheath assembly if there is resistance. Investigate the cause of resistance before proceeding. Carefully advance the assembly until it is at the desired location. Caution: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding.

Event description:
The following information was reported to gore: as reported, during the tevar procedure on (B)(6), it was difficult to advance a 22 fr sheath from the left common iliac artery. It was also difficult to advance a dilator. A 18 fr sheath was able to be advanced smoothly. Ballooning was performed using a 8 mm balloon, then the 22 fr sheath was able to be advanced. During advancement of both the first and second ctagac, friction with the guidewire (inqwire) was felt and it was difficult to advance the catheter. The guidewire came off several times due to friction and had to be reinserted. During removal of the catheter for the second ctacac, a strong friction was felt and the catheter removed with the guidewire. An attempt was made to reinsert the guidewire, however it was kinked and new guidewire was used. It was requested if the guidewire resistance or inability to advance the guidewire was in the location of the olive tip, but this remains unknown. An access angiography revealed no bleeding and no dissection. When closure of the cut down area, the blood flow in the left dorsal pedis artery was weak, so the cut down and puncture site was surgically repaired and the blood flow was improved. There were no noted side effects reported resulting from the diminished blood flow. It was requested but no physician¿s opinion for the causes of the surgical repair for the cut down and puncture site was reported.